Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device was affected. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. The reported problems of insufficient auditory perception appear to be related to a migration of the floating mass transducer (fmt). This is a final report.

Event description:
The user's hearing performance with the device was affected due to a migration of the floating mass transducer. The user has been reimplanted.